Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that electrodes 4,5 and 8-15 are out of range. Patient did not recall any falls/traumas. The rep programmed around electrodes and was able to get some coverage. Patient redirected to hcp. Unknown if the issue has been resolved. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the hcp via a representative that the cause was not known. No further complications were reported/anticipated.